Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was noted that the cause of the pump reset ¿was determined¿. On (B)(6)2017, it was determined that a new pump was required. The pump reset event was noted to be resolved. However, it was also noted that the device was scheduled to be replaced on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported she was sending the affected pump back to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from the representative reported via event logs that early replacement indicator (eri) occurred on (B)(6) 2017 at 16:05. From (B)(6), three resets occurred, three low battery resets occurred, and two safe states occurred. The dose of fentanyl was 449.71 mcg/day, and the dose of bupivacaine was 6.7456 mg/day when the logs were examined on (B)(6) 2017. The new pump settings were changed to fentanyl [500 mcg/ml] at a dose of 449.94 mcg/day and bupivacaine [7.5 mg/ml] at a dose of 6.7490 mg/day. Additional information received on (B)(6) 2017 from the representative reported the pump was not going to be returned for analysis because the hospital disposed of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturing representative regarding a patient receiving intrathecal bupivacaine 7.5 mg/ml at 8.9 mg/day and fentanyl 400 ug/ml at 475 ug/day. It was reported that the manufacturing representative saw the patient and confirmed the audible critical pump alarm. Via the event logs, elective replacement indicator (eri) occurred on (B)(6) 2017, multiple resets and low battery on (B)(6) 2017, and safe state on (B)(6) 2017. The manufacturing representative confirmed that a motor stall recovery occurred on (B)(6) 2017 but did not see the actual motor stall/date on the event log. The patient¿s hcp referred him for a pump replacement. The manufacturing representative inquired if the pump was functioning properly at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl "about 925 mcg¿ via an implantable pump. Indication for use was non-malignant pain and arachnoiditis. The date of the event was approximately (B)(6) 2017. It was reported the patient could not get a bolus and was getting an 8474 code on the personal therapy manager (ptm). It occurred "yesterday or the day before." It was reviewed that 8474 meant pump reset and the patient will need to follow up with the healthcare provider (hcp) to check the status of the pump. The patient heard a beeping every 15-30 minutes that started on (B)(6) 2017 and was coming from the pump. The patient could ¿barely¿ hear it but his wife could hear it. The patient heard it the morning of (B)(6) 2017 once and it was a series of 4 beeps; it was "beep, beep, beep, beep." The patient was due for a replacement; the patient was told (B)(6) 2017 at the latest. The patient was to follow up with their healthcare provider. No symptoms were reported. No further complications were reported.